Event description:
A false reactive immulite 1000 (B)(6) qualitative assay result was obtained on a pt sample and confirmed as reactive with hbsag confirmatory testing. The reactive (B)(6) result was considered discordant when compared to another assay method and clinical picture of the pt. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant reactive (B)(6) assay result.

Manufacturer narrative:
The cause for the discordant reactive (B)(6) and hbsag confirmatory results when run on the immulite 1000 analyzer is unk. It is suspect that the pt sample may contain an unk substance that may interfere with the assay result. The customer has declined sending the pt sample or data for further investigation. The instrument is performing within specification. No further eval of the device is required.